Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display is blank and that she has changed the battery but doesn't solve problem. Customer indicated that she pressed the act button five times and pump started working although, the pump makes an odd sound. Customer indicated that she received a new battery cap and appears that the pump is working. Customer does not recall any significant events leading to the error. Troubleshooting was done for blank display. Customer's blood glucose was 136 mg/dl at the time of incident. Customer indicated that the device was performing as designed but she wanted a new pump.